Event description:
It was reported that the speaker of the intellivue x3 does not work all the time. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ message was displayed on the device, but the device was producing sound. The rse determined that the speaker assembly needed to be replaced. The customer ordered a replacement speaker to resolve the issue. The device was operational after replacing the speaker. The investigation concludes that no further action is required at this time.